Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported his blood glucose was 600 mg/dl, which he treated with an injection. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks were found. It was verified that boluses were being accurately recorded in the history. A high pressure test was performed and past. The customer had not checked when he removed the infusion set the day before, to see if the cannula was occluded or bent. The customer's insulin was not expired. He was advised to change the entire set, reservoir and insulin. The customer checked with his healthcare provider and found programming on the insulin pump to be correct. Nothing further was reported.